Manufacturer narrative:
(B)(4).

Event description:
The customer complained of discrepant results for 1 patient tested for elecsys estradiol ii assay (estradiol ii) on a cobas e 411 immunoassay analyzer between (B)(6) 2018. The initial estradiol ii result was 473.4 pg/ml. On (B)(6) 2018 the sample was repeated twice with results of 11.97 pg/ml and < 5.0 pg/ml. On (B)(6) 2018 a second sample was obtained and the estradiol ii result was 28.90 pg/ml. This sample was repeated and the result was < 5.0 pg/ml. The customer is not sure which results are correct. It is unclear if any of the results were reported outside of the laboratory. The patient was not affected. No adverse event occurred. The e411 analyzer serial number was (B)(4). The customer is wondering if there could be an interference for the samples for this patient as other patient results are acceptable. The customer thinks the issue may be related to the two sample tubes that were drawn for this patient. The customer has drawn multiple samples from the patient since this event and have not had any issues with those results. The field service engineer (fse) visited the customer site where system adjustments were checked, proper fluidic flow was checked and a system volume check was performed. The results were within specification. Performance testing was completed with acceptable results. The customer ran calibration and qc and the results were within specification. The customer has not had any additional issues with any other results or qc since the date of the event. The investigation was unable to find a definitive root cause.